Manufacturer narrative:
The t:slim pump user guide warns against filling the infusion set tubing while the tubing is connected to the body as it will result in an unintended delivery of insulin. The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.

Event description:
Received information stating the customer filled tubing while it was still connected to her. As a result, she accidentally gave herself 2.5 units of insulin. The customer's blood glucose level was impacted but was corrected by eating carbs.